Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this patient suffered a cardiac arrest of unknown etiology. It is suspected by the attending electro physiologist that the patient has a familial long qt syndrome. Upon interrogation loss of ventricular capture for the pacemaker and another manufacturer¿s right ventricular (rv) lead was noted at maximum pacing output, it is unknown if there was any asystole as a result. No asystole was seen during the interrogation. It is noted that the patient is not pacemaker dependent. The field representative was also unable to obtain a battery voltage or magnet response from the pacemaker and a cause remained unknown. It is unknown if the pacemaker malfunction contributed to the cardiac arrest. The field representative has reached out to the clinic for resolution, but has not received any information. At this time no additional adverse patient effects were reported and the system remains in service.